Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received the catheter with a connected needle-free device (a non-vygon germany gmbh product) as the faulty sample. A plaster was attached to the catheter's wing and several dried solution residues were visible. The first attempt to flush the catheter with water was unsuccessful. Even after gently massaging the catheter in warm water, it could not be completely flushed[?]likely due to dried residues inside it. However, a leakage was detected directly at the junction between the catheter tube and extension line. Microscopic examination revealed a tear at this junction. The fracture surface was very rough, indicating application of excessive tensile force. In general, there are various events that can lead to a leaking catheter: 1. Tensile force. Which may be caused by: - dressing change- in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - for babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, the IFU states: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." Furthermore, the instructions for use (IFU) also state: - anchor the catheter, using the fixation wings. If a vein in the arm is used, a small loop should be left in the catheter to prevent kinking of the catheter if the patient flexes or bends the arm. - do not bend the catheter or the extension line permanently to avoid damage to the catheter. - do not overstretch the catheter as it may rupture, and rebound into the insertion site, causing a catheter embolism. A review of the component batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter undergoes flow and leak testing during production. In addition, tensile force and the dimensions of the catheter and set components are checked on a random sampling basis. A two-year review of vygon USA's complaint data identified five additional complaints related to leaking catheters for product code 1261.203a, lot 23j012d. None of these were determined to be associated with a manufacturing fault. Corrective action: based on the investigation, this is not related to a manufacturing fault but rather to the conditions of use. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. As a result, no further corrective action has been initiated by vygon germany gmbh quality management at this time.

Event description:
Tpn, line leaking in bed and on patient, oozing from insertion site, first attempt was 1.4fr but would not advance. New line was placed.

Manufacturer narrative:
The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Tpn, line leaking in bed and on patient, oozing from insertion site, first attempt was 1.4fr but would not advance. New line was placed.